Manufacturer narrative:
(B)(4). Final analysis revealed a broken conductor at the proximal end of the lead.

Event description:
Medtronic returned product received with no pt or device identifying info. Analysis completed.